Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the force bipolar instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that after a da vinci-assisted appendectomy surgical procedure, the tip of the force bipolar instrument fell off. The procedure was completed with no delays. Intuitive surgical, inc. (Isi) received the following additional information from the initial reporter: the instrument was inspected prior to use and there was no damage noted. The jaw of the instrument did not appear dislodged/unhinged. The fragment did not fall into the patient. The instrument must be processed by the manager to be returned back to isi. The reporter is acting as an interim supervisor and was not aware the facility follows a different process in returning davinci arms. There was no photogenic image of the device available.